Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and complex regional pain syndrome type 2. It was reported that the patient's former doctor let the pump die and didn't change the pump until after the longevity timeframe. The patient stated they didn't have this problem in pennsylvania and there is poor service in the south. No further complications were anticipated/reported.